Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to remove the pump from its case and clean the pneumatic tap area. After ensuring the cartridge o-ring was properly attached, the customer successfully completed the loading process and resumed insulin therapy.